Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient reported being hospitalized on an unspecified date. The patient did not disclose the cause of the hospitalization, but did state being ¿sick¿. There is no allegation of a device malfunction contributing to the patient¿s hospitalization. Additional information was solicited.